Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clilp unable to detach from the catheter. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. A media inspection was performed, and a video has been attached showing the difficulties encountered when attempting to release the clip. Additionally, a photo of the device's pouch has also been included. A review of the device history record (DHR) was performed. The review of the device history record (DHR) identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specifications prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was performed, and there is no evidence that the device was used in a manner inconsistent with the labeled indications. A risk review was completed and confirmed that the event of clip unable to detach from the catheter was defined in the risk documentation and is documented accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of clip unable to detach from the catheter can be confirmed. The attached video shows difficulties during the deployment, which may be due to the tortuosity of the colon. It is also necessary to analyze the device to determine whether any contributing factors are related to its performance or condition. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
Note: this report pertains to three of three resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the handle was difficult to actuate, and thus the clip was unable to release from the catheter. They pushed the handle up and down until the clip was released from the patient's mucosa. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to three of three resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the handle was difficult to actuate, and thus the clip was unable to release from the catheter. They pushed the handle up and down until the clip was released from the patient's mucosa. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clilp unable to detach from the catheter.